Event description:
It was reported to st. Jude medical that the ICD was turned off due to complete loss of sensing, asynchronous pacing during sinus rhythm and incorrect detection of ventricular fibrillation. Low battery voltage and extended charge times was also observed.